Event description:
Customer stated they have been diagnosed with moderate generalized periodontitis, characterized by clinical attachment loss and radiographic evidence of alveolar bone loss consistent with this stage of periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.